Event description:
Per the original reporter in medsun report #: (B)(4), it was reported that, "feeding tube got pulled through the intact bridle and was no longer in the correct position".

Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received from FDA by amt on 07/15/2025. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt attempted to work with the original reporter to obtain the device for examination, but the reporter did not respond. A DHR review found no similar complaints have been reported for the same manufacturing batch. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report for internal documentation.